Manufacturer narrative:
It has now been reported that the patient was explanted on (B)(6), 2023. There was a cholesteatoma in the middle ear which was the reason for the explant. This report is submitted on (B)(6), 2023.

Manufacturer narrative:
This report is submitted on september 19, 2023.

Event description:
Per the clinic, the patient experienced an episode of meningitis (specific date not reported). Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on july 20, 2023.